Event description:
It was reported the implantable neurostimulator was implanted the day prior to report and the patient was at a 10 out of 10 on the pain scale. The physician was unsure if the ins was turned on. It was reported that if it was off it needed to be turned on and if it was on it needed to be turned up. It was indicated ¿basically it¿s not functioning.¿ a manufacturer representative was going to address the issues.

Manufacturer narrative:
Concomitant products: product ID 39286-30, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708160, serial # (B)(4), implanted: (b)(6, ) 2013, product type extension. (B)(4).